Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noted that the luer connecting the balloon catheter to the coaxial umbilical cable was cracked during the manufacturing and/or shipping process. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 53854, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. The balloon catheter passed the performance test; electrical integrity and impedance were also within specification. Testing did not show any leaks or traces of liquid/blood inside the catheter. The guide wire luer and coaxial connector were intact, no damage was observed. In conclusion, the reported luer issue was not confirmed through testing. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.